Event description:
During robot-assisted radical prostatectomy and bilateral pelvic pump lymph node dissection with anterior with anterior urethropexy, arm 4 of the da vinci xi surgical robot became disabled and was unable to be restored. Surgery was completed using the remaining 3 arms.